Manufacturer narrative:
Suspect medical device; corrected information; initial MDR inadvertently omitted information known prior to submission.

Event description:
It was reported that patient had generator replacement and then later presented with a chest wound infection. Antibiotics were provided. No known relevant surgical intervention has been received to date. No additional or relevant information has been received to date.